Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for a headache. However, the hospital staff informed them that the were ketones in their blood despite a blood glucose of only 180 mg/dl. The patient also experienced multiple symptoms relating to hyperglycemia such as nausea, vomiting, abdominal pain, incoherence, and difficulty breathing. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated with saline drip. During troubleshooting, there were no insulin pump anomalies noted. The customer's current infusion set was undamaged as well, but they stated past issues with bent cannulas. The insulin pump was not returned for analysis.